Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for this event. The patient was treated with unreported intra-peritoneal antibiotics (dosage and frequency not reported). The cause of the peritonitis was unknown. At the time of this report, the patient had been discharged from the hospital. Pd therapy was ongoing. No additional information is available. Report 1 of 4.

Manufacturer narrative:
(B)(4). Hospitalization occurred on an unknown date in (B)(4) 2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot number h13h27076 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).